Event description:
It was reported by the customer that a pyxis medstation es system needs access to es server. The customer reported that they were able to remove the med from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the es server access. A field service engineer reqested access to es website via work laptop by hit & pyxis admin. The system functioned as intended as the field service engineer troubleshooted the device.